Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: any photos available of the primary package, individual device package for visual analysis? No. Additional information received via e-mail from employee. "...the product manufacturing date/expiry date (provided by hospital) was not consistent with the date in DHR (only the lot number/code was correct)..." Were there patient consequences? If yes, please specify. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Contacted with the sales rep today via phone, please refer to event description and other information requested is unknown.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. During the procedure, the suture was used during surgery, but the suture was prone to breakage and could no longer be used. It was immediately replaced. No adverse patient consequences were reported. Additional information was requested.